Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose (bg) was in the 600 mg/dl range. Manual injections were administered to address elevated bg. Reportedly, customer continued to use the pump for insulin therapy and also confirmed an alternate pump is available.